Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported bilateral corneal abrasions post lasik. Patient notes a foreign body sensation (fbs) for a day and a half. Fbs was noticed upon awaking. Upon follow up, issues were reported resolved. The doctor did not feel it was laser related. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause cannot be determined conclusively. However, a technical issue can be excluded to the greatest possible extend. (B)(4)